Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issues even though they were found in the event history log. No damage was found with the speaker, interconnect board and the j9 connector was glued and secure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had system failure, acu watchdog failure, and a primary audible background alarm. There were no reported adverse events.